Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down. As the shutdown occurred in the past, troubleshooting was unable to be performed. The customer's blood glucose level was in the high 200 (mg/dl) to low 300 (mg/dl) range and was addressed by delivering a bolus. The customer confirmed that an alternate method of insulin delivery was available.